Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. Customer's blood glucose level was not reported. Customer stated that the insulin pump was exposed to high magnetic field at work. Drive support was normal. Customer was advised to discontinue from the insulin pump and revert to a backup plan per health care instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error and motor error alarm due to motion sensor test failure alarms. Pump received with minor scratched lcd window and cracked reservoir tube lip.